Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, channel a was programmed to deliver normal saline and the tubing set was clamped. No specific programming parameters were provided. At an unspecified time, channel b was programmed for basic delivery of normal saline. No specific programming parameters were provided. The container size was reported to be 100 ml. Channel b was also programmed for secondary delivery of an unspecified concentration of methotrexate, with a 75 ml vtbi (volume to be infused), and the delivery was started. The container size was reported to be 60 ml. It was reported the option-lok male adaptor of the tubing set was connected to the distal port of the tubing set delivery on ch a. After an unspecified length of time, the customer contact reported the device alarmed for "completion of infusion." At that time, the nurse reported "the air was solid from the drip chamber to the distal port. The drip chamber was dry." The customer contact reported that the delivery on channel b was stopped. It was reported that the delivery on channel a was started for a duration of 30 seconds. The customer contact reported no air was delivered to the pt. The pump was removed from clinical svc. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the user facility. A review of the history indicates on (B)(6) 2012, at 1604, channel b was programmed using the drug library with cca hemato, 0.9% normal saline, at a rate of 450 ml/hr, vtbi of 75 ml, for a duration of 10 hours, deliver at end of infusion setting kvo 20 ml/hr, infusion complete callback setting no, air-in-line setting 250 mcl, nearing end of infusion setting off, and the infusion was started. At 1614 there is an end of infusion alarm and the kvo delivery began. At 1615 the end of infusion alarm was cleared and the infusion was stopped. Between 1616 and 1620, the cassette ejected 5 times and the cassette automatically loaded 3 times. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).